Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical request was submitted by the clinical team member stating that the customer had hyperglycemia and blood ketones. Customer's blood glucose level was 18.6 mmol/l. Blood ketones 2.1 mmol/l. Insulin pump had a insulin dose under delivery. The device will not be returned for analysis.